Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). Although the exact event date is unknown, the date of the stent migration was estimated to be (B)(6) prior to (B)(6) 2011. Although the upn is unknown, it was reported that the device was a wallflex fully covered esophageal stent. Although the lot number is unknown, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR. Report # 3005099803-2011-02072, and MFR. Report # 3005099803-2011-02075). It was reported to boston scientific corporation that a polyflex esophageal stent (the subject of MFR. Report # 3005099803-2011-02072) was implanted during an esophageal stenting procedure for the treatment of a benign stricture within the mid-esophagus approximately 6-8 weeks prior to (B)(6) 2011. According to the complainant, approximately (B)(6) following the stent placement, the polyflex stent migrated into the stomach. At this time, a wallflex fully covered esophageal stent was implanted within the esophagus. The polyflex stent was left within the stomach. Approximately (B)(6) following the wallflex fully covered stent placement, the wallflex stent migrated into the stomach. The wallflex stent was removed from the patient. A wallflex partially covered esophageal stent (the subject of MFR. Report # 3005099803-2011-02075) was implanted within the esophagus. The polyflex stent was left within the stomach. Approximately (B)(6) following the wallflex partially covered stent placement, the physician attempted to remove the wallflex stent from the esophagus. However, removal was difficult. The polyflex stent was extracted from the stomach and positioned inside of the wallflex partially covered stent in the esophagus. On (B)(6) 2011, approximately (B)(6) following the positioning of the polyflex stent within the wallflex partially covered stent, both stents were removed from the patient without issue. There were no patient complications as a result of these events. The patient's current condition was reported to be "fine." Note: from the information available, this device was not used per the directions for use (dfu). According to the complainant, the stent was used to treat a benign stricture. The dfu state that the device is "intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and extrinsic malignant tumors." The device is contraindicated for "placement in esophageal strictures caused by benign strictures."